Event description:
Customer reported differences between his sensor glucose and blood glucose readings. He stated that there would be up to 100 points differences between the two readings. He also stated that he would go into low threshold suspend. The customer stated that he would have to calibrate 6 to 7 times a day to correct his issue. He also reported receiving a weak signal alert. The customer's most current blood glucose was 155 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).